Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "textured saline device." Healthcare professional later reported capsular contracture baker grade lll. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "textured saline device." Healthcare professional later reported capsular contracture baker grade lll. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed 1 opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.